Event description:
It was reported that after crossing a calcified stenosis with 80% occlusion in the superficial femoral artery, the physician encountered resistance during removal of the delivery system and the distal tip of the delivery system detached. Pending add'l info.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.